Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 190 mg/dl. The customer stated that the device might have gotten exposed to sweat at the gym. The customer also stated that there was a crack near the battery cap. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive esc button due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to perform prime test or displacement test due to button anomaly. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window and a loose end cap sticker.